Event description:
Healthcare professional (hcp) reports a pt reaction with first use of the psn membrane. The incident occurred within the first 20 minutes of the hemodialysis treatment. The pt experienced nausea, wretching and hypertension. The symptoms persisted for an additional 10 minutes. When symptoms did not improve, the pt's treatment was discontinued and no blood was returned (estimated blood loss 250cc). The treatment was resumed with an alternate membrane and completed without incident.